Event description:
I was scheduled for a high contrast CT scan. Had no concerns or effects from the inject of the isovue 370 until about 1 to 1 1/2 hours after the procedure. All of a sudden, every joint in my body became extremely sore, temperature went up and heart rate elevated. Felt like the worst flu symptoms ever experienced. No headache, no problem breathing, just massive joint pain. Went on for about 4 hours. I took celebrex and it seemed to help a little over a couple hour period. Went to dr, had 102 temperature, 91 heart rate and 148/78 blood pressure. Talked with my dr alan nelson (burley idaho) during which visit the symptoms seemed to reduce but not completely. Part of the treatment is to drink lots of water, however urinating is difficult at best. At this point I have been told to go home and if symptoms worsen to go to the emergency room. Not sure I would be able to make it. St. Lukes medical center. FDA safety report ID# (B)(4).